Manufacturer narrative:
Section d4: device expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away despite being on extracorporeal membrane oxygenation (ECMO). Low flow alarms attributed to ECMO deprivation due to ECMO therapy. There was suspicion around potential thrombus in the pump as well as there are confirmed other underlying issues that were contributing factors to the patient¿s death. An autopsy would not be performed. There was no further information available per the coordinator.

Manufacturer narrative:
B2: outcomes corrected. H6: clinical code corrected. Manufacturer¿s investigation conclusion: the suspected thrombus could not be confirmed through this evaluation as no images were submitted and the device was not explanted for evaluation. Additionally, analysis of the submitted log files confirmed the reported low flow alarms. The account attributed the low flow alarms to extracorporeal membrane oxygenation (ECMO) deprivation due to ECMO therapy. Furthermore, a direct correlation between the device and the patient¿s outcome could not be conclusively established. The controller event log file contained events from 23may2024 through 03jun2024. Low flow hazard alarms were captured on 03jun2024. No other notable events or alarms were observed, and the pump appeared to function as intended at the fixed speed. Log files were submitted for review and displayed a string of low flows on 03jun2024 around 12:17am through 1:32am where the low flow estimator dropped below 2.5 liters per minute (lpm), including low flow flags - lower flows not sustained long enough to activate the audible alarm. There do not appear to be any type of equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. There were no other unusual events seen within the log files. The equipment was operating as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including device thrombosis, which may be associated with the use of heartmate 3 lvas. This section also provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor,¿ describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 also lists thromboembolism as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.